Manufacturer narrative:
Concomitant medical products: w4tr03 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a difficult time with sedation and kept moving during an upgrade procedure. The left ventricular (lv) lead was noted to have moved post operatively. The physician monitored the patient hoping the thresholds would stabilize. The lv lead thresholds had continued to rise and approximately two months later the lead exhibited inconsistent capture at high output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.